Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The biomed reports that the screen is dim. There was no patient involvement. The biomed advised that the brightness is turned up to max. A field service engineer (fse) was sent to the biomed site to evaluate and repair the unit. The fse was unable to duplicate the issue or confirmed it at the time of service. The fse adjusted the brightness, powered on the unit in normal mode or diagnostic mode, found the unit touchscreen operating normally, and no issue was found with dim screen or screen going black on display. The fse performed est (extended self-test), and electrical safety test per service manual instructions, unit passed successfully. The unit is fully functional and has been returned to service. No product was replaced; therefore, the customer alleged malfunction was not confirmed. A service history was performed, and the unit worked according to specifications prior to being released. No root cause can be confirmed at this time.